Manufacturer narrative:
H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the stopcock of an unspecified bakri postpartum balloon was found in the patient's vaginal vault after the patient was discharged from hospital. The device was inserted and removed on the same day while in the operating room. After the patient was discharged from the hospital the patient was subsequently admitted with endometritis. Once readmitted, the stopcock from the bakri device was found retained in the patient's vaginal vault. Additional information has been requested but is currently unavailable.